Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 400 mg/dl range and a bolus of insulin was used to address the bg level, the contact perform a system check with tandem customer technical support (cts) and the site was found to be a possible cause for the occlusions; however, the customer continued to receive occlusions. Cts reviewed the t:connect data and found no abnormality with the pump. Tandem clinical diabetes educator followed up with the contact and found that the customer has been sick all week causing higher bg levels and the bg level had been lowered to 225 mg/dl with no ketones. The customer had backup therapy (shots) if needed.